Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was not impacted by the event. Reportedly, customer consulted with a healthcare provider regarding an alternate method for insulin therapy.